Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Upon troubleshooting, fse found that application software and the host pc was not booting up. To resolve this issue, fse refix the hard disks and cable. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing the system from booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.